Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on august 19, 2024, with lot number 2547887. Based on the product analysis performed, the assessments of the complaints are: rupture: observed two openings on anterior side assessed as surgical damage no other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.